Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive, and the device disconnected from the app; the user noted a prior drop with a cracked screen corner, and the device component implicated was the touchscreen, with the reported device problem consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed evidence of a stress-related problem consistent with prior physical damage, correlating the device problem to a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.